Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending artery. A 3.5x19mm and 4.0x19mm rx graftmaster covered stents were deployed at 16 atmospheres (atm). The perforation was sealed. Per the physician, the use of the rx graftmaster stents did not cause or contribute to complications or adverse events. However, the next day, the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.